Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen. The customer reported the following led up to the event the insulin is leaking. The event involved product(s) mmt-105nnpkna. The customer reported current high blood glucose was 410 mg/dl. The customer called for an issue not covered by existing troubleshooting guides. The reported issue was resolved, and no escalation was required no further patient complications were reported. Mmt-105nnpkna was requested and the customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: cracked cartridge holder noted during visual inspection. Front cap shell locked in place successfully. The inpen paired to the commercial app. The leadscrew was received 1/2 it's travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed leak test and no fluid leaks were noted outside the fluid pathway. Inpen passed front cap investigation. However, cracked cartridge holder noted during visual inspection. In conclusion: no fluid leaks were noted on inpen. Inpen working as design. Therefore, the customer concern of insulin leaking could not be confirmed. However, physically damaged cartridge holders can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.